Event description:
Info received indicates, the ground resistance is out of normal range when tested.

Manufacturer narrative:
The tech isolated the issue to a worn power cord plug head. He replaced the power cord plug to repair the bed.